Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient who was recommended to use flexible wafer on (B)(6) 2013. And presented a skin reaction with erythema and swelling at paraostomal region, clearly marking the area of the microporous adhesive from the wafer. The user did not report the event and used three flexible wafers (12 days). It was changed to regular wafer ((B)(4)) and also consulted a dermatologist, who send her treatment with topical steroids and additionally, stomahesive powder was also used. Significant and progressive improvement with 100% of recovery to date.